Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter had come out from the patient after the catheter fixation had been confirmed and the sutures have been removed. They had used the catheter for a long time and they have followed their normal protocol in this case. No explanation could be found by interviewing the involved physicians or nurses. The access and exit sites were used for the first time. Catheter was implanted two (2) months ago. Sutures have been removed five (5) days before the catheter came out (migration issue). There was no luer adapter issue and had no leaks. Cleaning agent was used. Catheter was not repaired. Safety cap was utilized. Insertion site was treated prior to product placement. There was no other visible damage. New catheter was implanted two (2) days after to resolve the issue. There was no patient injury.